Event description:
It was reported that a customer's pump had a cracked or shattered touchscreen, making it unreadable and unresponsive, although the pump was still able to start, charge, and be recognized by a computer. There was no reported impact to the customer¿s blood glucose level due to the lack of provided information on blood glucose values. A new pump was issued to the customer.